Event description:
One or tech & one central sterile tech complained of headache, dizziness, & shortness of breath after an eto alarm was activated on the eto sterilizer. The eto sterilizer was checked for visible damage or leaks by hosp engineer staff. An independent factory trained service rep was called in to check for ethylene oxide with analyzer--results were negative. Eto alarm was also checked & operating within specified parameters. Independent laboratory badge, stationed in the area was sent off for analysis. Results of this test were less than 1.8 ug.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-95. Service provided by: independent factory trained/authorized service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination, other. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.